Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Instrumedical technologies manufactured the rod introducer. The product conformed to all requirements. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation has shown that the coupling of the rod is deformed. Furthermore are traces of wear visible on the top of the rod. This damage caused that the rod can not lock accordingly. A possible cause for this defect could be bilateral high forces on the tip of the rod during the introduction.

Event description:
A hospital in (B)(6) reported the rod holder cannot lock anymore.